Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during discharge check after initial implant, the right atrial lead exhibited loss of sensing and capture. Fluoroscopy revealed that the lead had dislodged. On (B)(6) 2018, the lead was explanted and replaced. Patient was stable before, during, and after the procedure.